Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated for probably the last 3 months, their stimulator has just turned off on its own. Patient said they would charge and then later all of a sudden, they would start feeling pain/legs would feel weak and would check controller and see the stimulator was off. Patient also mentioned they would sometimes see no device found when they try to unlock the controller. Agent asked, patient said they haven't noticed any pattern and implant would have charge when they check controller and see stim is off. Agent asked, patient said a few times the implant battery would be low when they would go to charge, even though they just charged a few days before. The issue was not resolved. Agent reviewed to take note of when the issue happened. The patient was redirected to thei r healthcare provider to further address the issue. No new information, rep was not made aware of complaints additional information was received from the manufacturer representative (rep). Rep said stated she worked this patient only once; it was 2 years ago and no device issues were reported to her at that time. It was a simple reprogramming.